Manufacturer narrative:
Investigation: these batches were reviewed for the "foreign matter" tests and no records were found during the DHR that could lead to the defect claimed. There are no quality notification (qn) or nonconformity report of ¿foreign matter¿ that could lead to this complaint. Was received one unused unit in sealed package on (B)(6) 2019 from catalog number 387336, lot number7255980 in bd juiz de fora. Although no record of foreign matter was evidenced in the analysis of the device history and qn record, after the sample analysis, it was possible to confirm the customer's complaint. Based on the investigations performed the incident in question may have been caused due to a punctual failure of extrusion process from the heating in the head in the extruder generating machine burned tube.

Event description:
It was reported that the extension tubing of a bd¿ saf-t e-z set had foreign matter inside before use. Customer¿s verbatim: ¿ information received by email on (B)(6) 2019: the incident was noticed before the use. The foreign matter is in the tube extension. ¿

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tubing of a bd¿ saf-t e-z set had foreign matter inside before use. Customer¿s verbatim: ¿information received by email on 3/8/2019: the incident was noticed before the use. The foreign matter is in the tube extension.¿